Event description:
Additional information: it was later reported that the stroke event was not related to the device. The patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient had a stroke on (B)(6) 2013 and a seizure five days later. The patient was now anemic. The device system was used to deliver lioresal.

Manufacturer narrative:
.

Event description:
Additional information: the start date of the patient's intrathecal treatment was (B)(6) 2013 and was an ongoing treatment. There were no other medications present in the patient's pump at the time of the event, nor was the patient taking any additional medications. The patient experienced spasticity related to the patient's multiple sclerosis; the nurse from the physician's office had not heard of the previously reported stroke. No troubleshooting was performed in relation to this event. The patient was going to return to the physician's office in two weeks, as of the date of this report. The drug in the pump was confirmed as compounded baclofen.